Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head and acetabular cup showed evidence of wear. However, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2015-04166 & 3002806535-2016-00245).

Event description:
Patient was revised approximately six years post-implantation due to unknown reasons. The femoral head and acetabular cup were removed and replaced.